Event description:
The customer reported that the telemetry device has a speaker malfunction. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device does have sound and beeps after booting up. However, the volume is low and the sound is distorted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the telemetry device has a speaker malfunction. The device was not in use on a patient at the time of event, there was no patient involvement.